Event description:
It was reported that according to the biometrics, that the patient should have come with the this 24 diopter intraocular lens (iol) at zero. However, the patient came out -3 and was unsatisfied. The doctor explanted the lens. The doctor is wondering if the lens is indeed a 24d lens and has requested an evaluation. The patient gender, date of birth, and the implant and explant dates were not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Explant of intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals adhered to the optic body compatible with handling the lens in non-sterile environment. Also, the lens shows red residue that appears to be a blood contamination from the surgery. No other unacceptable cosmetic condition was found in the returned sample. The condition of the returned lens is compatible with one that has been explanted. The condition of the returned lens precluded diopter measurement. During the manufacture of this specific lens, the diopter was verified and found to be what was labeled for the iol (24.0 diopter). Placeholder.

Manufacturer narrative:
(B)(6). Manufacturing records were reviewed from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured, shows that lens serial number (B)(4) corresponded to a 24.0 diopter. Based on the documents reviewed (line clearance, quantity process) and report of the electronic diopter results, it was confirmed that there is no deviation or any non-conformity throughout the process in miq area. As a result, the production order was manufactured according to specifications. . All pertinent information available to abbott medical optics has been submitted.